Manufacturer narrative:
Insulin pump received with no button response due to lcd keypad connector unlocked. Insulin pump received with minor scratched display window. (B)(4).

Event description:
It was reported via phone call, that the esc button on the insulin pump is unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.